Event description:
A customer reported that during the phacoemulsification step of a cataract with intraocular lens implant procedure, the lens core became completely white at the tip and was not entirely dissolved; subsequently, a corneal burn occurred. The surgeon noted that it was a complicated surgery with "rupture at the iris basis". A suture was placed at the corneal and the patient was hospitalized from on (B)(6) 2012 as a result of the event. It was reported that the patient's condition had not yet resolved.

Manufacturer narrative:
The company representative examined the system and found that the customer's phaco handpiece (hp) was not detected by the system and the hp's log was not able to be retrieved. The system was then tested and met all product specifications. The phaco handpiece was received and a visual assessment of the returned sample did not reveal any nonconformity. The phaco handpiece was tested and passed all testing. A review of complaints for the last 24 months did not indicate any additional similar reports for this phaco handpiece or system. A questionnaire was sent to the customer to obtain additional information. The questionnaire was completed and returned. The returned questionnaire was reviewed by a company clinical analyst, and upon review of the file and questionnaire, the clinical analyst stated the following: in the returned questionnaire, it was stated that the customer believes the product contributed to the occurrence of corneal burn which then complicated the surgery with "rupture at the iris basis" (per english translation). There was no further explanation or details why it was believed by the customer that the product contributed or directly caused the corneal thermal injury. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined conclusively. (B)(4).